Event description:
The manufacturer received information that a trilogy evo fan was inoperable. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned to the third-party service center for evaluation, where the customer¿s complaint was not confirmed. During the assessment, the device display was inoperable and required replacement. Afterwards a trilogy evo ventilator inoperative error occurred indicating the machine flow sensor drift was above the specification (>0.2lpm) was identified in the device event log. In conclusion the device display board and system board were replaced to resolve the issue. The root cause was confirmed. Additional error codes unrelated to the reported malfunction were also noted in the event log; therefore, the blower assembly was replaced. The device passed all test. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.